Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
There was an unspecified delay but only in getting images onto surgeons usb flash drive (sandisk). The device did not completely fail per customer as the pictures were taken and images sent to surgeons in ubs flash drive and the procedure was completed. The issue resolved after restarting the device.

Event description:
It was reported the video system center had an error e333 (touch panel error code) display and would not all any action on device other than to shut down using the power button. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.